Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to any of olympus locations for evaluation. Olympus medical systems corp. (Omsc) reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information that the subject device was not returned to any of olympus repair center, the subject device had no abnormality and there was the possibility that this phenomenon was attributed to the malfunction of other than the subject device (the endoscope or the video processor or the light source cable).

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the procedure, it was found that the scope communication error b30 was displayed. The field service engineer was able to troubleshoot the reported issue via telephone. There was no report of patient injury associated with the event.